Event description:
It was reported that when the programmer was turned on, there was a problem with the pixelization. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) powers up with distorted display; printed circuit board found out of electrical specification. System fan was very dirty.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) powers up with distorted display; printed circuit board found out of electrical specification. System fan was very dirty.